Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that 1 box of 10 infusion sets leaked. Customer's blood glucose readings ranged from 300 to 400 mg/dl. Customer declined to troubleshoot. The infusion sets were replaced and returned. The insulin pump was not replaced or returned.